Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received without original belt clip.

Event description:
Customer reported that he had unexplained high blood glucose of 258 mg/dl. Customer stated that he had an appointment with his doctor and was treated for the high blood glucose. Nothing further was reported.